Event description:
Patient was revised to address poly wear attributed to vertical placement of cup.

Manufacturer narrative:
Evaluation was not possible, as the devices were not returned. Product code and lot number required to review the device history records were not provided. The investigation could not verify or draw any conclusions about the reported event based on insufficient information. Based on the investigation findings, the need for corrective action is not indicated. Should additional information be provided, the investigation will be reopened. Depuy considers the investigation closed.